Manufacturer narrative:
The device has not been returned for analysis. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the lower hinge on a silent nite device broke off. No further information was reported.

Manufacturer narrative:
The device was returned, an investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. The manufacturer internal reference number is: (B)(4). Additional information: b5.

Event description:
It was reported that the lower hinge on a silent nite device broke off. Based on the device received on 10/14/25, it was observed that an anchor was broken off. No further information was provided.